Event description:
Additional information was received: surgery total arthroplasty of the knee. At the time of impacting the tibial saucer. With the tibial impactor breaks the impactor. This did not delay or alter the course of surgery or affection of the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "at the time of finishing the impact of the tibial tray the impactor is broken. This does not cause delay in the surgery , nor affects the patient , it is left marked with red tape. B- when opening the instrumental it is observed that it does not come with certified delivery does not have bands. The delivery was made by (B)(4). It was sterilized without bands." The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that sp2 tibial radel impactor (258111000) had broken. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the sp2 tibial radel impactor would contribute to the complaint about the device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while finishing impacting of the tibial tray the impactor broke. There was no surgical delay or impact to the patient.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. Corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.